Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary : the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4)-incomplete. The expiration date is unknown.

Event description:
It was reported by the affiliate via e-mail that three vapr tripolar suction electrodes were blocked almost immediately, and required replacement. No obvious technical issues noted, and for the fourth wand used there was no issues at all. This isn't the first time this surgeon has reported these issues, so he requested to test if there is an issue with the batch. All three issues occurred during the same case, a subacromial decompression. 10 minutes delay in the surgery was reported and there was no patient consequence. Additional information provided by the affiliate reported the lot number in use was u1806091. The affiliate also reported that suction was through an independent suction tube attached to a neptune and all the software had been upgraded recently (12), and it definitely wasn¿t re processed.